Event description:
Allegedly revised due to other indication for revision (left hip). (B)(4).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-02304. This event occurred in (B)(6).